Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, a crack was seen in the sidearm of the yellow luer. No other damage was found to the sidearm. The cause of the purge leak was sidearm yellow luer damage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60 year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a low purge pressure alarm and leaking was found at the yellow luer of the purge sidearm. Purge bypass performed. There was no patient harm as a result of the issue.